Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi received the mtm2 for failure analysis. The unit was analyzed, and failure analysis confirmed and reproduced the reported failure during visual inspection.

Event description:
It was reported that during a da vinci-assisted pediatric colectomy surgical procedure, the master tool manipulator 2 (mtm2) could not control the universal surgical manipulator 3 (usm3) and usm4 intermittently. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if any error or prompted message appeared. The customer stated the system prompted the message: "move grip to match instrument". Tse recommended the customer to check if any mistouch appeared on the touchpad, and to check the grip function. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon did not disable or discontinue the use of the arm due to the issue. The procedure was completed robotically with all four arms.